Manufacturer narrative:
It was reported that a patient was discharged from a hospital with an express mini 500 drain. The patient noticed fluid leaking out of the top of the drain and was readmitted to the hospital to get a new drain. It is not known if the drain was kept upright or how much fluid had been collected. The pictures provided by the patient show signs of leakage around the pressure release valve and do not show signs that any other part of the device is leaking. This drain includes a positive pressure release valve (pprv) on the top to allow air to be pushed out of the collection chamber as it is displaced by fluid draining from the patient. Once the collection chamber is full, if fluid is still draining from the patient, fluid in the collection chamber will be pushed out of the top valve to make room for more fluid to enter the collection chamber from the patient. This is an intended design feature to ensure that drainage continues to prevent a pleural effusion in the patient. The device was not returned and the lot number for this device was not provided to atrium, so the exact lot is unknown. A report was run to identify all lot numbers sent to the customer in the 3 months leading up to the date of the event. A total of 4 different lots (465138, 465132, 465516, and 461823) were shipped to the customer in that time. A review of the dhrs for the four listed lots was performed and no nonconformities or anomalies in the manufacturing process were discovered. These lots of materials passed all quality requirements during the manufacturing process. Based on the review, no design, material, manufacturing, equipment, or procedural issues were identified that would have contributed to the reported complaint. Based on the details provided by the customer and the information reviewed during the investigation, it cannot be confirmed that the device was non-conforming to its specifications. The device was being operated outside a medical facility by someone not known to be a trained medical professional. All evidence provided by the complainant and reviewed during the investigation indicates that the device was performing within specification. The root-cause of this complaint is user error. The IFU of this device states that only people familiar with thoracic surgical procedures and techniques should be using a chest drain and that this drain should not be used if the fluid drainage of the patient is expected to be more than 500ml per day. The IFU also states that the drain should be kept below the patient¿s chest in the upright position and should be replaced if it is damaged or the collection volume meets its maximum capacity. Fluid could only leak out of the top valve if the drain was at max capacity or if it was tipped over. The information available suggests that either the drain was knocked over or the patient was discharged in a condition where a larger capacity drain would be more appropriate. The evidence suggests that the instructions for use were not followed and the device was within specification. Two ongoing capas are in progress to address off-label / outpatient use of this drain. H3 other text: not available for return.

Event description:
N/a.

Manufacturer narrative:
Additional information: d10.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Patient discharged from (B)(6) hospital ((B)(6)) last week, on mini express 16400. Patient noticed drain leaking on top of drain. Community nurses unable to assist, as they do not hold mini express stock. Patient re-admitted to (B)(6) for drain replacement.